Event description:
It was reported that x2 showed incorrect insulin amount in cartridge. There was no reported impact to the customer¿s blood glucose level. Patient declined further follow-up with technical support, and no additional information was received regarding outcome of event.